Event description:
After using the sheath set and a transradiopaque kit from another vendor, within a week to ten days the pt developed an abcess at the insertion site. During the procedure the pt was given an antibiotic, did not develop a fever, however still returned days later with an abscess that had to be surgically removed.